Event description:
Alleged event: during an intervention two appliers had to be used consecutively. The screw of each applier broke. The break occurred in the same location as soon as the surgeon activated the handles to open or close the jaws. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Complaint instrument (B)(4), lot p1341165 was received and forwarded to the supplier for further investigation. The rivet of the jaw is broken and the insert deformed. DHR of the lot shows, that the right material and components were used and that the instrument meets all specifications. All working steps are documented. The damage is not manufacturing related. Nevertheless, as a preventive action, a stronger rivet was used at the jaw since (B)(6) 2015 to prevent breakages. Based on the investigation, the rivet of the jaw is broken and the insert deformed. Root cause is overstressing of the instrument during use.

Event description:
Alleged event: during an intervention two appliers had to be used consecutively. The screw of each applier broke. The break occurred in the same location as soon as the surgeon activated the handles to open or close the jaws. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.